Manufacturer narrative:
This event is recorded with zimmer biomet under (b)(40. Skin graft mesher had an unknown issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the mesh basket is compromised and the roller, comb, ratchet spring, sliding pin, ratchet gear, comb, and roller were replaced. This is not a related issue. On (B)(6) 2019, it was reported that the device had an unknown issue. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on (B)(6), 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The gear, roller, and side plates were visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the gear, roller, comb, side plates, bearings, and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Although the reported event was confirmed during inspection of the device, and the device was found to be functioning as intended after the repair was completed, it cannot be determined from the information provided what caused the reported event. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Skin graft mesher had unknown issue. No adverse events were reported as a result of this malfunction.